Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific patient information, pump programming, or event details were provided. The customer contact reported, "the pump infused the drug quickly than had been programmed." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility on (B)(4) 2010. The device passed testing for delivery accuracy. During testing, channel a delivered a measured volume of 20.6 ml from an expected delivery of 20 ml. Channel b delivered a measured volume of 20.4 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). The device was returned to clinical service. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).